Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The patient did not experience ineffective therapy. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that patient did not experience ineffective therapy and surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted for MRI needs due to unrelated health concerns. There were no allegations of malfunction or deficiency against this device; therefore, this event is no longer considered to be reportable.